Event description:
It was reported that this right ventricular {rv) lead was failing. Rv impedance spikes were noted. A lead revision is planned to resolve lead issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).